Event description:
The customer's mother reported that on (B)(6) 2015 her son's glucose, carbohydrate intake and insulin history is as follows:. She gave him a manual injection with an insulin pen (exact dosage was not provided) and upon inspection she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.